Manufacturer narrative:
Requests were follow-up information were not answered. Received additional information on 12/28/18, but did not contain any additional helpful information.

Event description:
The doctor wanted to know how to proceed with implant retrieval from the alveolus. The implant had fractured after 3 years and 4 months in function.

Manufacturer narrative:
Requests were follow-up information were not answered.

Event description:
The doctor wanted to know how to proceed with implant retrieval from the alveolus. The implant had fractured after an unknown period.